Manufacturer narrative:
This supplemental report was created to correct the bsc aware dates should be 06/12/2025.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There was no additional adverse patient effects reported. This ra lead was explanted.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There was no additional adverse patient effects reported. This ra lead was explanted.